Event description:
The user received erroneous alkaline phosphotase results for two samples from the same patient. The sample were heparinized plasma drawn in a pediatric bullet microtainers then transferred to clear microcups that are placed on top of barcoded tubes. Sample 1 initial result was 2024 u/l, repeat result was 64 u/l. The result of 64 u/l was reported. On (B) (6) 2010, sample 2 initial result was 26 u/l and was reported. The doctor called questioning the result and the same sample was repeated with a result of 20u/l. On (B) (6) 2010, the sample was repeated with a 1:4 dilution and a result of 398u/l which calculates a result of 1592 u/l. The user stated he did not know if the patient was treated based on the reported result. The alkaline phosphotase reagent lot number was 61593901. The field service representative could not determine a cause and could not reproduce the problem. The instrument was operating within specification. The user ran controls and patient samples with all results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.